Event description:
It was reported that the lead was left in the epidural space as it was ¿fully pulled in.¿ it was noted that the physician had overlooked the face that he had implanted three trial leads and at the time of the lead pull, he saw only 2 percutaneous leads and removed them. The remaining lead was discovered during a CT scan. It was noted that the neurosurgeon planned to attempt to remove the lead during the permanent implant, but no date had been determined. No patient symptoms were reported. Additional information received reported that the trial lead was erroneously left in the patient. It was noted that the lead was removed.

Manufacturer narrative:
Concomitant: product ID 3487a, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3487a, serial# (B)(4), product type lead. Product ID neu_unknown_lead, product type lead. Product ID 3487a, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3487a, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot # va08w3v determined no significant anomaly. It was determined that the conductor of the lead body was crushed.

Event description:
Additional information received reported that no malfunctions were noted and the patient had good coverage and was doing well.